Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of ¿yellow diamond alarms¿ was not confirmed as the alarms were not observed in the log files or reproduced during testing of the returned system controller (serial number: (B)(6)). The reported event of cosmetic damage to the controller power cables was confirmed via evaluation of the returned controller. The log file downloaded from the returned controller and the submitted log file contained approximately 6 days of data combined (15oct2020 ¿ 21oct2020 per the timestamp). No low voltage advisory alarms, which are presented on the system controller with a yellow diamond symbol, were active in the log file. The driveline was disconnected on (B)(6) 2020 at 13:27:00 to exchange the system controller. The pump maintained a speed above the low speed limit without issue while the driveline was connected. The system controller was returned with tape covering the strain reliefs on the connector side of both power cables. The tape was removed, revealing that the strain reliefs were broken and had separated from the connector; this is consistent with repetitive flexing of the power cables over time. The controller was connected to test 14v batteries and a mock circulatory loop and no issues or atypical alarms were observed, including when manipulating the system controller power cables by hand. Evaluation of the power cables revealed slightly elevated resistances on the underlying wires, which is consistent with conductor breakdown; however, this did not affect the functionality of the controller during testing. The controller successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The root cause of the reported yellow diamond alarms could not be conclusively determined through this analysis; however, the conductor breakdown in the black and white power cables could have contributed to the reported event. Although not conclusively determined, the conductor breakdown and the reported cosmetic power cable damage appear consistent with repetitive flexing of the power cables over time. Incidental findings: broken strain relief on the connector side of both the white and black power cables, fluid ingress on the strain relief on the connector side of the white power cable, discolored user interface, missing software version label, dim pump running leds. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including low voltage advisory alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller and the power cables. Heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. This section also explains the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient called the triage line on (B)(6) 2020 with complaints of "power failure" alarms. After discussing with the patient, the alarms were determined to be yellow diamond alarms. It was reported that the patient was wearing their batteries for at least 15 hours. The patient was told to change their batteries more frequently, and come to the site for a visit for new equipment and evaluation of alarms. The patient was seen in the clinic on (B)(6) 2020. Log files were sent and unusual events were seen. It was reported that the patient did not have any more alarms after speaking on (B)(6) 2020 when the patient began changing their batteries more often. It was reported that the patient was given 8 new batteries. The backup battery in the patient's backup controller was exchanged. The patient was told to charge the backup controller when they got home. It was reported that maintenance on all equipment was performed. It was reported that rescue tape was applied to the black and white portions of the power cables where the batteries connect. Both cables had cosmetic damage at that area. On (B)(6) 2020, the patient called again with complaints of more yellow diamond alarms despite getting new batteries and wearing them for a limited time. It was recommended to exchange the controller due to the damage on the power leads. It was recommended to check the connections on the battery clips. It was reported that the controller was exchanged on 21oct2020 with no phone calls of complaints since that time. It was noted that the patient was asymptomatic during these events.